Event description:
It was further reported that once the patient was removed from ECMO and moved later that day, the same electrical fault alarm occurred again. Servicing was performed, removing previous sheath repair where no visible damage was noted and performing a new repair.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. B5 has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) and controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. On-site inspection of the driveline cable revealed no damage to the previous repair. The previous repair was removed to inspect the driveline cable for any signs of wire damage, however, no new damage in the driveline outer sheath was observed. A new driveline sheath repair was performed. Review of the alarm log file revealed one (1) electrical fault alarm logged on 5-feb-2022 at 00:14:35 due to an overcurrent trip condition in the rear stator, resulting in the pump running on a single (front) stator. Log file analysis also revealed power consumption above the normal operating range starting on 5-feb-2023 due to the increased power consumption required to run on a single stator, and 15 high watt alarms were logged on 5-feb-2022. Review of the event log file revealed several reactivation events logged on 5-feb-2022 between 00:14:31 and 00:14:39, indicating overcurrent trip conditions in the rear stator. As a result, the reported ¿driveline exhibited wire damage¿ event could not be confirmed, however, the reported electrical fault alarm, high watt alarms and above normal power consumption events were confirmed. A possible root cause of the electrical fault alarms, reactivation events, high power consumption and high watt alarms can be attributed, but not limited, to a marginal connection between the driveline and controller and/or contamination within the driveline connector. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-jan-2022, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluation anticipated, but not yet begun, mfg date: 27-jan-2021, labeled for single use: no, patient ime code(s): e2402, imf code(s): f12, f08, f23, img code(s): g04035, FDA device code(s): a07, a1412. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the driveline exhibited wire damage and electrical fault alarms were exhibited. It was further reported that the patient was on their way to the operation room (or) and upon arrival, they were placed on extracorporeal membrane oxygenation (ECMO) support. Of note, high watt alarms and above normal consumption were also observed. The electrical faults were stated to be caused by ¿a short circuit¿ on the rear motor stator which led to the ventricular assist device (vad) running on one stator which needed more power consumption to run the vad. A controller exchange was performed, and it was stated to have solved the problem. The vad/driveline remains in use and the controller exchanged. No further patient complications have been reported as a result of this event.